Event description:
Customer reported device =403 mg/dl at 2:50 pm. Customer took 10 units of insulin. Customer stated before going to bed, glucose level dropped and they went into shock. Customer's family member was given 2 spoons of sugar, 2 bites of a beef taco, and 1/2 glass of milk. No controls used. A request was made for return product and replacement product was sent.